Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscesses') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and abnormal uterine bleeding. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), device expulsion ("essure coils with left mainly intrauterine"), pelvic pain ("pelvic pain"), abnormal uterine bleeding ("abnormal uterine bleeding") and adnexa uteri mass ("left adnexal mass "). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal, left oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, device expulsion, pelvic pain, abnormal uterine bleeding and adnexa uteri mass outcome was unknown. The reporter considered abnormal uterine bleeding, adnexa uteri mass, device expulsion, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : previously reported event "essure removed" updated to "pelvic abscesses". Event "essure coils with left mainly intrauterine, pelvic pain female, abnormal uterine bleeding, left adnexal mass added. Reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscesses') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and abnormal uterine bleeding. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), device expulsion ("essure coils with left mainly intrauterine"), pelvic pain ("pelvic pain"), abnormal uterine bleeding ("abnormal uterine bleeding") and adnexa uteri mass ("left adnexal mass "). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal, left "oophorectomy"). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, device expulsion, pelvic pain, abnormal uterine bleeding and adnexa uteri mass outcome was unknown. The reporter considered abnormal uterine bleeding, adnexa uteri mass, device expulsion, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.